Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the siphon guard was damaged and a needle hole in the needle chamber was noted. The valve passed the test for programming and pressure. The leak, reflux, flush and siphon guard tests could not be performed as the siphon guard was damaged. Root cause analysis - the root cause for the issue reported by the customer is due to the damage silicon housing around the siphon guard. The root cause for the damaged siphon guard is due to a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in the instruction for use (IFU), silicone has a low cut/tear resistance.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient developed cerebral meningitis while continuous ventricular drainage was performed. On (B)(6) 2023, the valve was implanted (unknown setting) via ventriculoperitoneal (vp) shunt regardless of her high protein level. The flow of cerebrospinal fluid (csf) was not enough and the csf flow could not be confirmed; therefore, the valve was explanted in an unknown date. - primary disease: invasive glioma of lateral medullar (could not control the condition of hydrocephalus). - the valve was used for intracranial tumor removal. - current status: deceased.